Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for revision of a left ventricular lead that was causing diaphragmatic stimulation. The lead could not be repositioned such that it did not cause diaphragmatic stimulation. The lead was explanted, and there were no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing and visual examination did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure.